Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "involved a 13-day-old newborn patient treated for laparoschisis. Patient operated after 6 hours of life. The catheter was inserted in subclavian left on (B)(6) 2020. On (B)(6) 2021 it was observed that the bandage of the cvc was stained: presence of parenteral nutrition under the bandage, with leakage at the puncture point." It was reported the device was removed and a thrombosis was suspected by ultrasound (the reduced caliber of the vein suggesting there was a thrombosis, in addition to the leakage of the catheter at the puncture point). A thrombois was confirmed by doppler echocardiography on (B)(6) 2021. The patient was treated with "anticoagulation". The patient was reported to be fine and out of intensive care at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "involved a (B)(6)-day-old newborn patient treated for laparoschisis. Patient operated after 6 hours of life. The catheter was inserted in subclavian left on (B)(6) 2020. On (B)(6) 2021 it was observed that the bandage of the cvc was stained: presence of parenteral nutrition under the bandage, with leakage at the puncture point." It was reported the device was removed and a thrombosis was suspected by ultrasound (the reduced caliber of the vein suggesting there was a thrombosis, in addition to the leakage of the catheter at the puncture point). A thrombois was confirmed by doppler echocardiography on (B)(6) 2021. The patient was treated with "anticoagulaton". The patient was reported to be fine and out of intensive care at the time of this report.